Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose event. Customer's blood glucose was 480 mg/dl at the time of incident. It was reported that the customer ate a large amount of carbohydrates and did not administer any insulin to cover it. It was reported that the customer's parent treated customer's high blood glucose of 489 mg/dl with insulin pump and that resolves the high blood glucose issue. It was also reported that the infusion set might have contributed to elevated ketones. No product or device will be returned for analysis.